Event description:
It was reported that the asymptomatic patient presented to clinic for routine follow-up. It was noted that impedances and capture threshold were higher than previous follow-ups. The patient was brought back to clinic after one month. The same high impedances and lack of capture were noted then. The patient was not dependent. It was discussed that possible subclavian crush or tissue growth may have caused the issues but these were unconfirmed. Imaging did not show anything either. A new lead was implanted and the chronic lead was capped on (B)(6), 2017. The patient never experienced any issues and was in stable condition during and after the case.